Event description:
Customer reported via phone call, customer had gone to the doctor and while downloading the readings from the insulin pump, it alarmed motor error. Troubleshooting for the motor error alarm was performed and customer reported customer was able to complete the rewind sequence. Customer's blood glucose level was 324 mg/dl. Customer reported the insulin pump alarmed during bolus. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump for further analysis. Customer was transferred to perform troubleshooting on no delivery alarm. Customer stated after his visit to the doctor, customer was experiencing high blood glucose and frequent urination. While attempting to bolus the insulin pump alarmed no delivery numerous times. Customer's blood glucose was 322 mg/dl. Troubleshooting for the no delivery was not performed since the insulin pump was being replaced for motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window, cracked case at the battery tube threads and a stained end cap sticker.